Event description:
It was reported that the gastrointestinal videoscope had image snowflakes. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. E1 - initial reporter establishment name: (B)(6). In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error occurred, traces of adhesive on universal cord surface. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b30 scope communication error occurred due to liquid immersion in the scope connector. Based on the results of the investigation, a definitive root cause of the image snowflakes and traces of adhesive on the surface, could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.